Manufacturer narrative:
Device evaluation: 1 x zso-7-9 of lot number: c1632913 was returned to cirl for evaluation opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th february 2020. The stent was observed to be kinked at the 5th porthole on the tapered end. A 0.035 inch wire guide would not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-9 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-9 of lot number: c1625089 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1625089. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curl* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint may be due to kinking of the stent while straightening trying to load it onto the wireguide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the incident occurred prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They cuoldn't pass the wire guide in to the zso.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso.